Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was not reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.